Event description:
It was reported that the patient went into doctor's office for a follow up on a recurrent hernia, and during the examination, the doctor felt some type of material protruding from the patient's abdomen. Md is reporting as suspected ring break.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.